Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain/ chronic pain') and post procedural complication ('after removal complications') in an adult female patient who had essure (batch no. B66019) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included cardiac ablation in 2005, multigravida, uterine bleeding, nabothian cyst, asthma, bacterial vaginosis, tachycardia and parity 3. On (B)(6)2014, the patient had essure inserted. In 2017, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)/ excessive bleeding") and vaginal discharge ("infection (bladder/ urinary tract/vaginal) type: discharge"). On an unknown date, the patient experienced dyspareunia ("dyspareunia"), bacterial vaginosis ("infection: bacterial vaginosis/ recurrent bv infections"), dysmenorrhoea ("other (list): dysmenorrhea"), infection ("infection") and post procedural complication (seriousness criterion hospitalization). The patient was treated with surgery (antibiotics and total vaginal hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, vaginal discharge, dyspareunia, bacterial vaginosis, dysmenorrhoea, infection and post procedural complication outcome was unknown. The reporter considered bacterial vaginosis, dysmenorrhoea, dyspareunia, infection, menorrhagia, pelvic pain, post procedural complication, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: the patient tolerated the procedure well more than one essure related surgery- yes. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, vaginal discharge. Batch no b66019, production date 2013-08-29, expiration date 2016-08-31. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 15-jul-2020: plaintiff information form received. Event "infection and post procedural complication" were added. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain/ chronic pain') in an adult female patient who had essure (batch no. B66019) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included cardiac ablation in 2005, multigravida, uterine bleeding, nabothian cyst, asthma, bacterial vaginosis, tachycardia and parity 3. On (B)(6) 2014, the patient had essure inserted. In 2017, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)/ excessive bleeding") and vaginal discharge ("infection (bladder/ urinary tract/vaginal) type: discharge"). On an unknown date, the patient experienced dyspareunia ("dyspareunia"), bacterial vaginosis ("infection: bacterial vaginosis/ recurrent bv infections") and dysmenorrhoea ("other (list): dysmenorrhea"). The patient was treated with surgery (total vaginal hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, vaginal discharge, dyspareunia, bacterial vaginosis and dysmenorrhoea outcome was unknown. The reporter considered bacterial vaginosis, dysmenorrhoea, dyspareunia, menorrhagia, pelvic pain, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: the patient tolerated the procedure well. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, vaginal discharge. Most recent follow-up information incorporated above includes: on 18-feb-2020: plaintiff fact sheet and medical record was received. Medically confirmed case. Lot number added. Event added from pfs- dyspareunia, bacterial vaginosis, dysmenorrhea. Reporter information, medical history were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain/ chronic pain') in an adult female patient who had essure (batch no. B66019) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included cardiac ablation in 2005, multigravida, uterine bleeding, nabothian cyst, asthma, bacterial vaginosis, tachycardia and parity 3. On (B)(6) 2014, the patient had essure inserted. In 2017, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)/ excessive bleeding") and vaginal discharge ("infection (bladder/ urinary tract/vaginal) type: discharge"). On an unknown date, the patient experienced dyspareunia ("dyspareunia"), bacterial vaginosis ("infection: bacterial vaginosis/ recurrent bv infections") and dysmenorrhoea ("other (list): dysmenorrhea"). The patient was treated with surgery (total vaginal hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, vaginal discharge, dyspareunia, bacterial vaginosis and dysmenorrhoea outcome was unknown. The reporter considered bacterial vaginosis, dysmenorrhoea, dyspareunia, menorrhagia, pelvic pain, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: the patient tolerated the procedure well. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, vaginal discharge. Batch no: b66019, production date: 2013-08-29, expiration date : 2016-08-31. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-mar-2020: quality safety evaluation of ptc (product technical complaint). We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included cardiac ablation in 2005, multigravida, uterine bleeding, nabothian cyst, asthma, bacterial vaginosis and tachycardia. In (B)(6) 2014, the patient had essure inserted. In 2017, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") and vaginal discharge ("infection (bladder/ urinary tract/vaginal) type: discharge"). The patient was treated with surgery (total vaginal hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia and vaginal discharge outcome was unknown. The reporter considered menorrhagia, pelvic pain, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: the patient tolerated the procedure well. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, vaginal discharge. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 10-jun-2019: pfs and mr received. The previously reported event was replaced with events from pfs: abnormal bleeding (vaginal, menorrhagia), infection (bladder/ urinary tract/vaginal) type: discharge, pelvic pain. Patient's medical history was added. Essure removal procedure was added with date. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.